Event description:
It was reported that charging cable for insulin pump was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer planned to purchase third-party charging cord to keep pump charged, and technical support arranged replacement charging supplies in case pump battery depleted before replacement arrived.